Event description:
The customer reported that the device failed the pad / pacer test.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the pad / pacer test. This was found in testing and there was no report of pt involvement. Philips evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue.